Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded center bend stent was implanted in the bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. Post-stent placement, on (B)(6) 2024, an attempt was made to remove the stent using a snare and grasping forceps. However, the end of the stent broke into two pieces and the stent was unable to be removed. The broken portion became stretched and stuck in the duct. Subsequently, a second stent was placed, and the procedure was completed. There were no patient complications reported as a result of this event. Note: note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU. A photo of the device was provided, which showed the stent was broken and damaged. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a0401 captures the reportable event of stent material deformation. Imdrf device code a0406 captures the reportable event of stent break.